Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11 corrected field: h6 (type of investigation).

Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
It was reported that the transray plus 40cc had issue during balloon insertion. After inserting the sheath, an attempt was made to insert the balloon, but resistance was encountered and it was not possible to insert it smoothly. Concerns about leakage due to resistance led to the opening and use of a new balloon. No harm or injury to the patient was reported.

Manufacturer narrative:
Updated fields b4 e1 initial reporter name d9 g3 g6 h2 h3 h6 type of investigation, investigation findings, investigation conclusions h11. Corrected field d4 UDI number. An incident occurred during balloon insertion after inserting the sheath an attempt was made to insert the balloon but resistance was encountered and it was not possible to insert it smoothly concerns about leakage due to resistance led to the opening and use of a new balloon there were no problems with its use there was no health risk to the patient no decon or visual inspection performed since product was not returned and could not be evaluated therefore, we were unable to confirm or determine a root cause for the reported failure the failure mode is addressed in the risk file and is operating within its risk profile the IFU addresses the reported failure there were no ncmrs identified which could cause or contribute to the reported failure the investigation does not indicate that the device was inadvertently released as nonconforming or an adulterated product or was a counterfeit the complaint history review did not identify an adverse trend increase in number of complaints over past three 3 months based on the rational provided above no escalation to the CAPA process is required